Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The useful life of freestyle lite meter is 5 years. As the manufacturing date of this product is 2011, it has been in distribution beyond its useful life as of the case awareness date of 10-aug-21. Since the product was beyond its useful life at the time of the complaint no further investigation activities are required. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc blood glucose meter did not power on with either button press or test strip insertion. The customer subsequently lost consciousness, and an ambulance was called. The customer reported that paramedics provided customer with orange juice on way to hospital, but at hospital a blood glucose result of 400-500 mg/dl was obtained and the customer treated with 20 mg insulin for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.